Event description:
It was reported the customer could hear the cutter motor running but they didn't think it was cutting properly. They had pierced the pt's breast but could not get any samples, the case was aborted.